Manufacturer narrative:
The reported event could be confirmed. The returned device was inspected under a microscope. The threads of the locking mechanism below the screw heads saw a plastic deformation (to various extend) which could explain the loss of the angular and straight locking ability. The device is no longer functional. The threads of the main part of the screw also show some deformation. This could have been due to the insertion of the screw with a too big of an angle, which could have deformed the main part of the screw too. Based on investigation, the root cause was most probably user related. The failure was caused by inadequate use of the screw during insertion. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during screw operation of variax fibra, locking failure of the screw occurred. I tried to use the same screw in another screw hole, but it did not lock as well. When the new screw was opened and used, it locked normally. The doctor said the thread on the screw might have been scraped when the screw was inserted".

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during screw operation of variax fibra, locking failure of the screw occurred. I tried to use the same screw in another screw hole, but it did not lock as well. When the new screw was opened and used, it locked normally. The doctor said the thread on the screw might have been scraped when the screw was inserted".